Event description:
After the 1st inflation the balloon could not be deflated. The doctor severed the catheter in an attempt to get the balloon to deflate. Eventually, the doctor had to drag the balloon out far enough to puncture it with a needle. A syringe without a manometer was used for an inflation device.